Event description:
It was reported that the patient had a revision 3 weeks prior to the report because the patient wanted the device deeper. Approximately two weeks later it was reported that the patient had the revision because the patient had lost "a lot of weight." The doctor moved the device "a bit deeper" in the same pocket. Several days later, it was reported that the revision was due to the patient losing weight and the device being loose in the pocket. Additional information was requested but had not been received as of the date of this report. Refer to manufacture report #3004209178-2012-10157.

Event description:
Follow up from the health care provider reported the cause of the event was unknown. The pocket side was revised. The patient did not require hospitalization due to the event.

Event description:
Additional information received reported that the a x-ray was taken and the device was in the proper position and nothing else was needed at this time.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n304517, implanted: 2012 (B)(6), product type accessory. (B)(4).